Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.

Event description:
Received info stating customer accidentally delivered an insulin basal of 10 instead of 1. Reportedly, customer was hospitalized on (B)(6) 2014 due to hypoglycemia (44 mg/dl). Customer was treated with intravenous dextrose and released on (B)(6) 2014.